Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -1.5/+5.5/060 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2018 the lens was exchanged with a same size, similar diopter lens due to glare/haloes. The problem was resolved with the lens exchange, the surgeon notes "happy patient".